Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the cardiac resynchronization therapy defibrillator (crt-d) keeps shocking the patient and that when it happens the patient arches their back and screams. It was also noted that they have placed a magnet over the device but it continues to shock the patient. The device is still in use. No further patient complications have been reported as a result of this event.